Manufacturer narrative:
Initial.

Event description:
It was reported that the user could not unlock the ilet pump; only the notification icon in the top-right corner was responsive, and the unlock button did not respond even after removing a lifting screen protector. The user observed a screen crack in the upper-left area. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included remote troubleshooting and verification of the device serial number, with a replacement arranged. Investigation of this case revealed a cracked display consistent with a damaged touchscreen that prevented normal user interface interaction. It was concluded, based on previously established findings for similar reports, that physical damage to the display and touchscreen was the probable cause.